Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report 3006705815-2021-04308, related manufacturer report 1627487-2021-16702, related manufacturer report 1627487-2021-16703. It was reported that lead migration issue was observed. Patient denies any traumas or falls. Patient did heavy lifting. Both leads were explanted, and the lead was replaced. During the explant procedure part of the anchor was broken and left in the patient. Patient was stable.